Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and additional information. The device was tested with olympus generators and noted the device failed the probe check with error code u509. A visual inspection was performed and found signs of usage due to patient tissue adhered to the teflon pad. The teflon pad was inspected and noted to be worn with metal exposed. A microscope was used to inspect the probe unit at the distal end and revealed that an 10mm portion of the probe was detached and missing.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe unit. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility informed olympus that during an unspecified procedure; the probe tip broke off and fell into the patient. The device fragment was retrieved utilizing a grasper. The intended procedure was completed with a similar device. There is no patient injury reported.